Event description:
It was reported that the device experienced a rare false measure of decreased battery impedances. The device remains in use. No patient complications have been reported as a result of this event.